Event description:
It was reported that the cassette exhibited a leakage. No medication was administered to the patient. No patient injury.

Manufacturer narrative:
No product was returned. Two photos were however returned for analysis and the reported issue was not confirmed. No leaking was detected in the photos. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.